Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Review of the device logs revealed the occurrence of "internal battery inoperable" alarms and total power failure events. Visual inspection found physical damage to the internal battery. The evaluation confirmed the report that the internal battery was defective. Based on all evidence and previous investigations of similar complaints, it was determined that the battery failure was due to an isolated component failure in the battery assembly. The battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device internal battery was defective. The device was not in use when the fault occurred; therefore, there was no patient involvement.